Event description:
The customer reported to maquet that there was paint chipping on the surgical light. No info has been provided about a pt involvement nor falling particles. (B)(4).

Manufacturer narrative:
A maquet authorized technician inspected the device and found pt chipping at the junction between a mechanical interface in the ceiling tube and the ceiling suspension. He replaced the interface and the suspension with new ones and returned the device to svc. This investigation is on-going and the results will be included in a f/u report.